Event description:
We used a valleylab tungsten loop electrode 15mmx12mm ref #e1560 lot # x0823yk, and the loop came detached from the cautery stick itself. It came off in the patient. Luckily, it was easy to find and was accounted for prior to end of procedure and the surgeon noticed right away and no believed injury occurred.